Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report # (B)(4). Visual inspection 1) received: catheter connector [qty 1]. Received one connector with the lid closed. 2) connector visual inspection: no abnormalities found. Functional test: [catheter tensile strength test]. Test conducted using received catheter connector sample and an unused catheter. Company specifications: above 11n. Test results: 12.7n. The sample met company specifications. Others: [connection check]. Unused catheter was able to be inserted into the received connector sample without resistance and up to the marking point. The connector lid was able to close securely. Device history record: no abnormalities found from reviewing the relevant device history record(s). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. The product design is being updated to increase the force required to open the catheter connector under change control: (B)(4).

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): catheter detached. A case of catheter withdrawal has been reported.